Manufacturer narrative:
The insulin pump was received with a button error alarm and had an unresponsive up button due to corroded keypad traces. No moisture damage on the electronic assembly was noted during a visual inspection. The unit had a minor scratched liquid crystal display window, cracked case at the display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after she had walked into a lake. She stated that the act button had been sticking for a month, but the buttons would work at that time. The customer's blood glucose was 378 mg/dl. She noted that she had walked into the water but had not stayed in for an extended period of time. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.